Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. Reporter stated that she accidentally stuck herself with a protruding lancet. No actions or treatments were reported. A request was made for the return of the suspect device and replacement product was sent.